Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. This device was manufactured before the UDI requirements.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, during debug we were unable to isolate the issue to an assembly due to it being intermittent. The analog board will be replaced as a pre-caution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.